Manufacturer narrative:
The insulin pump had minor scratches on the display winodw, broken battery tube threads, a cracked reservoir tube lip, cracked case at the reservoir tube window corners and a cracked end cap.

Event description:
The customer reported via telephone call that the insulin pump fell out of her pocket while on vacation and that it was cracked on the end cap and that the end cap was almost coming off. The customer did not recall the blood glucose reading. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with a cracked end cap, scratched lcd window, broken battery tube threads, cracked reservoir tube lip and cracked case at the reservoir tube window corners.